Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: the black box verified a power interruption (por) event at the time the overheating was reported: (B)(6) 2017, 07:33.. The black box also verified the vp and vm were steady with no sudden drop prior to the por event. The pump was tested for a minimum of 24 hours with the customer pump settings with no alarms, overheating, or power loss duplicated. The pump electrical current draws were within specifications; no evidence of moisture was observed in the battery compartment or internally. The power flex and other components were inspected with no defects found. The battery in use at the time of the alleged overheating was not returned with the pump.